Event description:
It was reported that one day post implant the right atrial (ra) lead showed elevated threshold. An x-ray revealed the lead had dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1580 lead, (B)(6) 2005. (B)(4).